Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for atrial tachycardia/atrial fibrillation with rapid ventricular response that the device detected as ventricular fibrillation (vf). None of the therapies were able to convert the rhythm. The episode terminated and another episode of vf began a few minutes later and was able to be converted with one shock. The device remains in use. No further patient complications have been reported as a result of this event.